Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found that it had few scratches and wear marks. The distal end is fractured nearly perpendicular to the shaft axis and the distal tip's hex appears to be twisted relative to the radii surfaces created when the hex was machined. The difference between the current hex position and the original position when it was machined suggests the hex shaft could have twisted prior to fracture. The fracture appears consistent with an overload fracture, likely from torsional forces. This report filed (B)(4) 2011.

Event description:
It was reported that patient underwent total hip arthroplasty utilizing a hex ratchet shaft on (B)(6), 2010. During the procedure, the tip of the ratchet shaft fractured inside the apical plug as the surgeon was inserting the apical plug into the acetabular cup. The surgeon could not remove the fractured portion from the apical plug; which was inserted into the acetabular cup that was implanted in the patient. The surgeon does not plan to perform a revision procedure at this time.